Event description:
On (B)(6) 2013, the pt underwent a trial procedure. It was reported the pt experienced overstimulation when stimulation was activated. Afterwards, there was no further incidence. Satisfactory stimulation was obtained.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.